Event description:
The medwatch form appears to be initiated by a former implantee and now litigant. The event described was previously reported under MDR FDA access no. M-755206, april 19, 1996, with written report sent on may 2, 1996. The explant of the catheter occurred on june 29, 1995. That report was triggered by a telephone call from the pt to firm in which he asked for "money for pain and suffering" on april 9, 1996. The medwatch report just received contains no useful add'l info compared to MDR m-755206. Therefore, co believes no further submission is necessary.